Event description:
The bipolar cable would not stay connected to the generator. The prongs on one of the pins of the cable appear bent-in causing the connection to be loose. Bipolar cable handed off field and not used on the patient. A new bipolar cable opened and worked without incident. No injury to patient.